Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. On (B)(6) 2016, during service it was found that the unit had no alarm sound.

Manufacturer narrative:
The unit was triaged and a condition of no alarm sound was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.